Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that after 5 days of in dwell time, a solex-7 catheter stopped working and would not infuse any medications through any of the ports. According to the customer, the catheter was not circulating any saline from the startup kit tubing. The customer stated that when removed, the catheter did not have any gross fracture to indicate a kink in the catheter. The customer did not continue the temperature management with ivtm and use a new central line to continue the treatment. The patient was in stable condition and there were no patient harm or consequences reported.